Manufacturer narrative:
Investigation summary: samples were received for evaluation by our quality engineer team. Upon inspecting the returned samples, the protector properly fit the vial and no leakage was observed. As a lot number was unknown for this incident, a production history review could not be confirmed and additional retained samples could not be investigated. Upon the evaluation of the sample, the defect was not confirmed. There is no evidence that shows that the claimed defect was related to the manufacturing process. Based on the investigation results, a cause for the alleged defect could not be determined. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
It was reported that cisplatin leakage was found when connecting a bd phaseal¿ protector p50j with the injector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cisplatin leakage was found when connecting a bd phaseal¿ protector p50j with the injector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that cisplatin leakage was found when connecting a bd phaseal protector p50j with the injector. There was no report of exposure, serious injury or medical intervention.